Event description:
It was reported that the pt has started to experience groin pain. X-rays show loose stem. No intervention has been reported at this time.

Manufacturer narrative:
At this time, neither the device nor add'l info is available. The device remains implanted.